Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000141921.

Event description:
It was reported that the patient had a 20lbs weight loss. It was also reported that the patient was unable to get into MRI mode, and upon further investigation system diagnostics recorded high impedances. Troubleshooting took place but was unsuccessful. As a result, the patient was experiencing ineffective therapy. Surgical intervention may take place at a future date to address the issue. It is unknown at this time the reason for a pocket revision. Investigation was unable to determine which of the leads attributed to the event.

Event description:
Additional information was received stating surgical intervention took place where the lead was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.